Manufacturer narrative:
The customer used samples collected with sarstedt homocystein z-gel stabilized heparin tubes with gel. The sarstedt z-gel tube contains an inhibitor for hcy synthesis. All sample tubes containing hcy stabilizers of any kind are unsuitable for the roche hcy test, as they inhibit the detection reaction of the hcy test, which is very similar to the endogenous hcy synthesis. Product labeling states: "for specimen collection and preparation only use suitable tubes or collection containers. Only the specimens listed below were tested and found acceptable: serum, plasma: li-heparin, k2-edta and k3-edta plasma." The investigation did not identify a product problem.

Event description:
There was an allegation of questionable low results for an unspecified number of patient samples tested for homocysteine enzymatic assay (hcys) on a cobas pure analyzer compared to a high-performance liquid chromatography (hplc) method. Of the data provided for 11 patient samples, the results for 10 patient samples were discrepant. Refer to the attached data for the patient results.

Manufacturer narrative:
The cobas pure analyzer serial number was not provided.

Manufacturer narrative:
The medical device problem, investigation findings, and investigation conclusion codes were updated.